Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon reported that the patient has undergone an urgent revision right total hip replacement due to dislocation of constrained liner. Acetabulum: 44mm stryker trident constrained liner was still engaged with the head and therefore disengaged with the removal key. Stryker rep reported that the bipolar head can be returned, the outer bearing had to be reamed and therefore not available for return. Femur: charnley stem moved and cement mental retained. Surgeon inspected the stem and declared no evidence of wear or impingement. Dislocation occurred on 13th may and surgeon explained that patient was sat washing his foot with the right leg in a figure of 4 position.